Manufacturer narrative:
Occupation was lay user/patient.

Event description:
Customer complained of a discrepant inr result between a coaguchek xs meter (B)(4) and a lab using an unknown reagent. At 10:00 am, the customer tested by fingerstick and got a result of >8.0 inr. At 12:00 pm the customer tested at a lab and got a result of 5.0 inr. There was no allegation of an adverse event. The customer's therapeutic range is 2.0-2.5 inr. Coumadin dose was adjusted based on the lab result. Customer is anemic but does not know their hematocrit. The customer does not have antiphospholipid antibodies and is not on any other anticoagulants. Customer has not had any diet changes. Customer just finished taking an antibiotic for an infection. Customer had some bruising and bleeding but did not require medical treatment. Retention test strips (297787) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.